Event description:
It was reported that during a left ischemic vt procedure, a burn was noted on the patient's right lower back (above the grounding patch) when the grounding patch was removed. The treatment and the status of the patient are unknown as no further information was provided at the time of the event. After follow up with the cas (clinical account specialist) it was mentioned that she didn't observe any burn. She was informed that the patch looked as if it were folded or creased in two places due to patient anatomy. Clarification of the event was requested and on (B)(6) 2013, (phone call to the account) an employee from the hospital confirmed that there was a 3 degree skin burn and that the patient received cream for the treatment of the skin burn. It was stated that the patient was extremely obese, and the issue with the grounding patch (folded) was due to patient anatomy. The grounding patch didn't stick as should be. They said that no follow up has been made to know patient's condition until today. The procedure treat the arrhythmia was successful with no issues.

Manufacturer narrative:
Investigation is still in process. A supplemental report was submitted to the FDA once that the product analysis investigation is completed. Concomitant products: carto 3 system: us catalog #: fg540000, serial #: (B)(4); grounding patch: us catalog #: e7506, lot #: unknown. C3 reference patch: us catalog #: crefp6, lot #: unknown. Thermocool sf catheter: us catalog and lot number: unknown-disposed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during a left ischemic vt procedure, a burn was noted on the patient's right lower back (above the grounding patch) when the grounding patch was removed. The treatment and the status of the patient are unknown as no further information was provided at the time of the event. After follow up with the cas (clinical account specialist) it was mentioned that she didn't observe any burn. She was informed that the patch looked as if it were folded or creased in two places due to patient anatomy. Clarification of the event was requested and on (B)(4) 2013 (phone call to the account) an employee from the hospital confirmed that there was a 3 degree skin burn and that the patient received cream for the treatment of the skin burn. It was stated that the patient was extremely obese, and the issue with the grounding patch (folded) was due to patient anatomy. The grounding patch didn't stick as should be. They said that no follow up has been made to know patient's condition until today. The procedure treat the arrhythmia was successful with no issues. After evaluation it was determined the issue was due to patient anatomy and grounding patch placement on patient. System was functioning per specification. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution. Customer complaint was not confirmed.